Manufacturer narrative:
A visual inspection and tests for flow, leak and static pull of tubing- tubing connector/luer lock were performed on the returned used sample. All test results were within specifications. The reference samples were visually inspected and tested for flow, leak and static pull of tubing-tubing connector/luer lock. All test results were within specifications. The problem mentioned by the customer could not be reproduced.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion tubing broke away from the connection at the headset. The patient did not know how long the tubing had been disconnected. His blood glucose level rose to 234 mg/dl. The patient replaced the infusion set and his blood glucose levels returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and was requested to be returned for product evaluation

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.